Event description:
In 2008, this patient was implanted with gore excluder aaa endoprostheses. At unknown date, follow-up imaging revealed a type ii endoleak with increasing aneurysm size. Five days later, the physician reported a contained rupture of the aneurysm. The devices were explanted and sent to the hospital's histology department. No further information is available.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please see attached list of additional devices implanted in this patient: pxt281416/05102696, pxc141200/05060826, pxa280300/05060003, pxa280300/05133614.